Manufacturer narrative:
Corrected data: d4 UDI number. D9: date returned to mfg 6/7/2024. One device was returned for evaluation. Visual inspection revealed the device in good physical condition. No problems were found in the event history log. Functional testing was unable to replicate the reported issue; the pump passed all accuracy testing. The root cause was unknown. Preventive service was performed. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient was receiving daepoch chemotherapy regime. The device was programmed to infuse 1056 ml over 24 hours (44 ml/h). After 24 hours users state approximately 250 ml remained in the bag. Event log was checked, and no interruption noted during the 24-hour infusion. Senior pharmacists reviewed patient and pump and advised for the remainder of the infusion to be given via new cadd solis pump. New cadd solis pump commenced, and patient received the remainder of the infusion. Drug remained within expiry date. Patient received the treatment over 29 hours instead of 24 hours and there was no impact on them. Patient then completed regime and was discharged 6 hours later, on medical advice. Pump quarantined and sent to medical equipment servicing unit (mesu) for testing. Suspected pump error.